Event description:
It was reported that the customer had been hospitalized with dka. Technician began troubleshooting the unit but the doctors does not feel comfortable with the customer using this device and requested a replacement.